Manufacturer narrative:
(B)(4). Visual inspection of the incident electrode found the electrode tip was charred. The ptfe insulation was partially melted and the blue heat shrink showed signs of scorching. The clear insulator was melted as if exposed to excessive heat. The electrode was inserted into a pencil and activated with satisfactory results. Review of the manufacturing non-conformance records for the reported lot number found the lot was released meeting specification. The instructions for use state, both oxygen and nitrous oxide support combustion. Watch for the enriched oxygen and nitrous oxide atmospheres near the surgical site, especially during head and neck surgery. Enriched oxygen atmospheres may result in fires and burns to patients or surgical personnel. Do not exceed the maximum power limits as stated in the IFU. Exceeding these power limits may result in patient injury or product damage. If the electrode is damaged, discard it. Always use the lowest power setting to achieve the desired surgical effect. The maximum power settings are detailed in the instructions for use. Evaluation of the concomitant generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event. Evaluation of the concomitant e2516 electrosurgical pencil found it to function properly. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported a flame occurred on the pencil. This occurred during pre-test and there was no patient involvement.